Event description:
It was reported that the customer noticed a bad cementing of the colonovideoscope's bending tube. This occurred during maintenance, and there was no report of patient harm. The device was returned, evaluated, and there was foreign material in the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the connecting tube was sticky. In addition to the foreign material in the jet tube, other evaluation findings are as follows: the plastic distal end cover was chipped; water could not be supplied due to clogging of the jet tube in the control unit; the universal cord had a peeling coat; and there were scratches on the flexibility adjustment ring, the grip, the switch box, the scope connector cover unit, the scope connector case unit, and the plug unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the customer¿s response, there was no deviation from IFU (instructions for use) in reprocessing steps for the area foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.